Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, "the tubing of the three-way stopcock broke just before the luer-lock during the injection of contrast medium during a CT scan. This is the second case in 15 days! The contrast medium continued to be injected and stained the patient. Blood reflux to the vvp was also observed, but there was no other harm to the patient. The taps in question come from injection sets and have the same batch number. The incident was probably due to the pressure and viscosity of the contrast medium, but the extension seems to have actually broken. The taps in question were discarded because they were contaminated." Short description: the tubing of the three-way stopcock broke just before the luer-lock during the injection of the contrast. When did the incident occur? During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the photo. Analysis of the sample showed that the fitting component is detached from the extension tube. Bd determined that the cause of the failure was insufficient adhesive or not completing the tug test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.